Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had not had stimulation sensation for about (B)(6), and the patient lost therapeutic effect prior to losing the stimulation. The patient fell into the edge of the countertop "a little before the stimulation problems began. It was not clear if the stimulator was damaged during the fall. The patient increased stimulation to the maximum amplitude (8.5 volts) and still did not feel the stimulation or have therapeutic effect. The stimulator was attempted to be interrogated, but there was no telemetry with the stimulator. The longevity of the battery was calculated based on 3.5-4 volts, and the result showed the battery should last for about 3.5 to 4.5 years. The stimulator was replaced and a new lead was added. The patient was doing "well."